Event description:
It was reported to boston scientific corporation in 2008 that a polyflex esophageal stent was to be used during a stent placement procedure in an adult patient (age, gender and weight unknown) the same day. According to the complainant, the physician was unable to set up [the] device as the blue/orange stopper would not work - it would not gain purchase - on the delivery system. The procedure was completed with a second polyflex esophageal stent. No patient complications were reported as a result of this event, and the patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that a component of the device (the silicone gasket within the locking device) was missing. Functional evaluation revealed that the stent could be loaded without difficulty, however, the stent could not be affixed to the delivery system without the missing silicone gasket. The cause of the reported difficulty is unknown, however, based on the evaluation, it appears to be attributable to user interface; the silicone gasket may have been dislodged or removed during preparation. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.